Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pwd experiencing pain at the site upon initial application of the new cleo 90 infusion set. It was confirmed that nothing unusual was observed with the infusion set or the site area aside from the pain. The infusion set had been applied to the thigh, and the pwd intended to use a different site for the next application. A replacement was requested, as the infusion set needed to be changed before it could be used. The pss instructed the pwd to retain the infusion set that caused pain for return and investigation. Additionally, the pwd was advised to contact the team again if the issue persisted and to reach out to their healthcare provider. The pwd agreed to keep the product on hand for return and follow-up. The operator of the device was the lay user/patient. There was no patient harm reported.

Manufacturer narrative:
H3/h6: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used device from the same lot were returned for investigation. The devices were visually inspected. The cannula is bent form original position, adhesive pad returned has been used. Confirmed complaint of pain was experienced at the site upon initial application of the new cleo 90 infusion set based on condition of the returned product, probable cause unknown.